Manufacturer narrative:
The lot number was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, therefore, the investigation is inconclusive for the reported detachment issue. The definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model vb14116us biopsy instrument allegedly detached. This information was received from a single source. One patient was involved and there was no reported patient injury. The patient's age, weight, and gender were not provided.